Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, no visible damage was noted. Engineering attempted to dislodge the seal from the cannula, but was unable to replicate the customer experience. The device functioned properly and met design specifications. The root cause of the incident could not be determined as engineering was unable to replicate the incident. It is possible that the latch tabs may have been unintentionally activated, which could cause the seal to separate from the cannula. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure "not mentioned" - "when the camera was taken out of the trocar, the seal came off the sleeve. This happened several times so the doctor lost pneumo every time." Patient status - healthy.